Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 01-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a pt regarding an implantable neurostimulator (ins). Pt stated they were at their healthcare professionals (hcp) office and heard about the devices recall. Pt researched the manufacturers device recall and saw information about difficulty with recharging. Pt asked if their implant was recalled and wondered if that is the reason they were getting electrocuted. Pt reported that since implant, they were getting electrocuted sometimes. Pt stated at night when they are asleep or laying down, they felt like there was a broken wire between the stimulator and the spinal cord. Pt said their hcp did x rays last month and they said the wiring looks great and there was no exposed or broken wire. Pt mentioned they had met with the manufacturer representative (rep) last month to reprogram the implant and the rep had put some different programs for them to try but the issue was persistent. Pt stated the hcp told them to turn off the ins for a month to see what happens. Pt stated the trial worked well. Agent asked clarifying questions. Agent reviewed recall information. Pt services reviewed device information and recommend patient consult with hcp for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). Rep said that on (B)(6) 2026, they were notified that the pt had requested a rep present for an appointment that day. Rep stated a rep was unable to attend due to the short notice. Rep said that the conversation that transpired at that appointment was unknown. Rep said that they had met with the pt previously for reprogramming and to optimize therapy. Rep stated the information was confirmed by the physician.